Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery (bd) error message. A request was made to have data from this device analyzed. Data analysis confirmed that this s-ICD is depleting normally. The bd error was declared due to extended magnet application. The magnet causes a temporary drop in battery voltage, the device was operating as intended. The voltage has recovered. Additionally, it was noted beeping tones as a result of the bd error displayed. The s-ICD remains in service. No adverse patient effects were reported.